Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for drops of blood in the holder with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had blood leakage. The following information was provided by the initial reporter: "leakage from the rubber end of the cannula. A lot of blood flows from the holder between the tubes, or after the last tube".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had blood leakage. The following information was provided by the initial reporter: "leakage from the rubber end of the cannula. A lot of blood flows from the holder between the tubes, or after the last tube."